Event description:
It was reported that bd blunt fill needle with filter packages are difficult to open in a sterile manner. This was discovered before use. The following information was provided by the initial reporter: the customer informs that recently several eaches of blunt fill needle with filter packages are difficult or impossible to open in a sterile manner due to gluing of the packages. Customer is inspecting how many packages are affected at the moment and will get back to us with the information.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/11/2020. H.6. Investigation: sixteen samples were received and investigated. They all came in sealed packaging blisters. Each was visually inspected. Each has the bottom and top web separated at the top side, each was opened by pulling the bottom top web and holding the top web; no issues were experienced while opening each packaging blister. The samples received didn¿t show the symptom reported by the customer; therefore, the root cause is unknown. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on the investigation and samples analysis, the symptom reported by the customer, cannot be confirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd blunt fill needle with filter packages are difficult to open in a sterile manner. This was discovered before use. The following information was provided by the initial reporter: the customer informs that recently several each of the blunt fill needle with filter packages are difficult or impossible to open in a sterile manner due to gluing of the packages. Customer is inspecting how many packages are affected at the moment and will get back to us with the information.